Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. The customer¿s blood glucose level was 480 mg/dl. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.